Event description:
Download data revealed that a (B)(6) female patient was receiving a service code 110 (over voltage cleared - no energy). Zoll customer support contacted the patient and issued her a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 110) has been confirmed. Upon investigation the monitor displayed a service code 110. Capacitor c10 on the c/a board was thermally damaged, causing inductor l1 to open and an inability to charge the converter. The root cause for the thermal damage to c10 could not be positively identified. No adverse event resulted from the damaged c10 capacitor. The patient received a replacement monitor.